Event description:
It was reported that the patient underwent pump replacement due to end of life. The patient had experienced "some pain" prior to replacement; no other details were available. Per the hcp, the patient "had other health issues". The programmed dose was morphine 60 mg/ml at 19.801 mg/day. At the time of the pump replacement, the expected reservoir volume was 6.5 ml; the actual reservoir volume was 7.5 ml. When the pump pocket was opened, it was noted by the hcp that the pump segment was not attached to the catheter. The hcp was uncertain if he had cut it while opening the pocket. The hcp noted "little to no fluid in the pocket". There was "a large amount of catheter ("2 feet") coiled behind the pump"; the hcp estimated that the catheter had never been cut. The catheter was revised and the pump replaced. See manufacturer's report #: 3007566237200908267.